Event description:
It was reported that two months post filter placement the pt presented with pain in the right upper abdomen. Allegedly, the filter had tilted and some of the filter limbs had perforated the cava wall. The physician attempted to retrieve the filter; however, was unsuccessful. The filter remained implanted. The pt continued to be symptomatic and three months later, another retrieval attempt was performed but it was also unsuccessful. Thereafter, the filter was removed surgically.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unk. The device was discarded by the user facility; therefore, a product evaluation could not be performed.